Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficult to position and remove from the guiding catheter could not be replicated in a testing environment due to the separation. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the balance trek guide wire was advanced into the guiding catheter; however resistance was encountered during advancement in the guiding catheter. The guide wire was retracted from the guiding catheter and resistance was also felt during retraction. The guide wire was then noted to have separated during retraction. The separated portion of the guide wire was withdrawn inside the guiding catheter. Another of the same guide wire was used to complete the case. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.